Manufacturer narrative:
The patient's meters and strips were returned for investigation. The returned test strips were measured with the returned meters in comparison with the current test strip master lot # 286 321 80. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot: 3.0 inr, returned meter and customer strips: 2.9 inr, returned meter and customer strips: 3.1 inr . Donor #2: retention meter and master lot: 3.2 inr, returned meter and customer strips: 3.3 inr, returned meter and customer strips: 3.4 inr. The maximum difference between measurements with the same blood sample was 6% sdonor #1: retention meter and master lot: 2.5 inr , returned meter and customer strips (vial 1):2.7, 2.5, 2.5 inr , returned meter and customer strips (vial 2): 2.7, 2.7, 2.7inr. Donor #2: retention meter and master lot: 2.3 inr , returned meter and customer strips (vial 1):2.3, 2.3, 2.2 inr, returned meter and customer strips (vial 2): 2.4, 2.4, 2.5inr. The maximum difference between measurements with the same blood sample was 8% returned customer material and retention material comply with the specification.

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs meter serial number (B)(4), a second patient tested with coaguchek xs meter serial number (B)(4), and a third patient tested with coaguchek xs meter serial number (B)(4). A sample from the first patient was tested on meter serial number (B)(4) at 2:30 p.m., resulting as 7.8 inr. At 2:40 p.m., a sample from the patient was tested in the laboratory using a recombinant neoplastin method, resulting as 5.2 inr. The patient's coumadin dose was reduced based on the laboratory value. A sample from the first patient was tested on meter serial number (B)(4) at 11:00 a.m. On (B)(6) 2018, resulting as 4.6 inr. At 11:05 a.m. On (B)(6) 2018, a sample from the patient was tested in the laboratory using a recombinant neoplastin method, resulting as 3.4 inr. A sample from the second patient ((B)(6) male patient born on (B)(6) and weighing (B)(6)) was tested on meter serial number (B)(4) on (B)(6) 2018, resulting as 4.5 inr. Within 7 hours, a sample from the patient was tested in the laboratory using a recombinant neoplastin method, resulting as 3.2 inr. The laboratory value was believed to be correct. A sample from the third patient ((B)(6) female patient born on (B)(6) and weighing (B)(6)) was tested on meter serial number (B)(4) on (B)(6) 2018, resulting as 4.3 inr. Within 7 hours, a sample from the patient was tested in the laboratory using a recombinant neoplastin method, resulting as 3.2 inr. The laboratory value was believed to be correct. No adverse events were alleged to have occurred with the patients. The patients were not treated and did not receive any changes in medication based on the meter results. All patients are currently in stable condition. The first patient's therapeutic range is 2.5 - 3.5 inr. The second and third patient's therapeutic range is 2.0 - 3.0 inr. The testing frequency for all three patients is weekly. None of the patients were anemic or polycythemic. None of the patients had antiphospholipid antibodies. None of the patients were taking heparin or direct thrombin inhibitors. The coumadin dosage for patients 2 and 3 had not been changed. None of the patients have been ill, taken any new medications, or have had changes in diet. None of the patients had a special or unusual diet. None of the patients had symptoms of bleeding or bruising. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 345215) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.